Manufacturer narrative:
The reported condition was confirmed; however, the exact cause could not be reliably determined.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.